Event description:
It has been reported that during initial engagement of the guide catheter in the left main coronary artery a dissection occurred. Pt went to surgery, pt's status is unknown. The device is being returned for analysis.